Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent x-ray switch stuck error message. This error causes the system to shut down. This could result in a procedural delay. There is no report of injury or death associated with this event.